Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The elective replacement indicator (eri) was the result of battery depletion. The exact cause on not meeting the lower 99.9% longevity is unknown.